Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd has not been provided for with photos or samples for catalog 300296 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. Bd concludes that the cause of the problem could be produced because of a damage in the plunger lip. This could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine. Considering our in-coming and in-process inspection, no corrective actions are required at this time. Not lot# was given so a DHR could not be conducted. Investigation conclusion: based on the customer feedback of the issue, bd concludes that the cause of the problem could be produced because of a damage in the plunger lip. This could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine. Root cause description: not able to determine. Damage in the plunger lip produced during the handling of the product through the manufacturing process or in the plunger assembly machine.

Event description:
It was reported that leakage occurred during use with a bd discardit¿ ii 20 ml syringe. The following information was provided by the initial reporter, "leakage at the plunger site when filling. Clinical consequences: none actions taken: change of the device + drug. The device was not kept for expertise this incident has not been declared".